Event description:
Hamilton medical ag received the following event description: "bei einem intubierten patienten trat während des fluges der fehler sauerstoff tief auf. Die sättigung fiel unmittelbar ab. Alle anschlüsse und die drücke der flaschenwurden im 4 augen prinzip kontrolliert und überprüft. Ohne erkennbares problem! Als nächsten schritterfolgte der anschluss des gerätes unmittelbar am oxybag (transporttaschemit 3l sauerstoffflasche mit zga stecker. Hierbei verschwand der alarmkurzzeitig für 2-3 minuten und erfolgte dann erneut. Trotz aller bemühungen liess sich kleine sauerstoffversorgung am gerät mehr etablieren. Die med. Crew entschied sich aufgrund der örtlichen lage und der schwere der verletzung den patienten dennoch zu fliegen und mittels beutel / reservoir /sauerstoff zu beatmen." English translation: "an intubated patient experienced a low oxygen level error during the flight. The oxygen saturation dropped immediately. All connections and cylinder pressures were checked and verified using a two-person inspection. No discernible problem was found! The next step was to connect the device directly to the oxybag (a transport bag with a 3-liter oxygen cylinder with a cga connector). The alarm disappeared briefly for 2-3 minutes and then reappeared. Despite all efforts, a small oxygen supply could no longer be established on the device. Due to the local situation and the severity of the injury, the medical crew decided to fly the patient anyway and ventilate using a bag/reservoir/oxygen." No health consequences or impact. However, it was decided to move the patient by hand bagging.

Manufacturer narrative:
Hamilton medical ag ref nr: (B)(4). Investigation outcome: the logfile of the device was reviewed and it shows that on (B)(6) 2025 the device generated two consecutive ¿low oxygen¿ alarms, the first at 17:05:13 and the second at 17:05:48, separated by 35 seconds. No further alarms of this type were recorded before or after these two entries. The logfile confirms that the oxygen sensor was not calibrated on (B)(6) 2025. The user manual specifies that when a ¿low oxygen¿ alarm is issued, the sequence of actions is to check the patient, verify the oxygen supply, and then perform calibration of the oxygen sensor if required. Following the reported alarms, the device was returned for inspection. All calibration steps were completed successfully, and the device passed the full test in the service software without defects or malfunctions detected. The oxygen sensor is considered a critical component for safe ventilation and must be verified before each patient use. Therefore, the calibration before each use on a patient is mandatory per operators manual of the hamilton-t1. The most likely cause of the reported event was an o2 sensor that was not or incorrectly calibrated. This case is considered as closed.